Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without the wire guide included. During a visual inspection, there was a crack observed at 124.3 cm from the distal end of the proximal hub. There was a bend at 11.5 cm from the distal end and two kinks in the catheter at approximately 126.6 cm and 127.3 cm from the distal end of the proximal hub. No section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product preparation and handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device before using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without the wire guide included. During a visual inspection, there was a crack observed at 124.3 cm from the distal end of the proximal hub. There was a bend at 11.5 cm from the distal end and two kinks in the catheter at approximately 126.6 cm and 127.3 cm from the distal end of the proximal hub. No section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The wire guide got stuck in the balloon and bent. This occurred during the prepping process away from the patient. A new device was opened and used to complete the procedure. There was no reportable information at that time. The device was received for evaluation on (B)(6) 2017. The investigation found that the catheter of the balloon was cracked.